Event description:
The customer stated that the cell-dyn sapphire aspiration probe failed to return to the upper position. The field service representative replaced a worn-out aspiration head belt and set the belt tension. No impact to patient results or patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation, conclusion (other- aspiration bottom sensor worn-out from normal use)an investigation was conducted to evaluate this issue. No product deficiency or malfunction was identified and the issue was related to a worn-out part due to normal use. A mandatory technical service bulletin (tsb) is issued with instructions for field service to inspect and replace the part when necessary.the preventive maintenance procedures will be updated in the operators manual to include inspection of the aspiration probe sensor every six months and request replacement if required. A design improvement is in process to improve the cable and seal the board and switch assemblies

Manufacturer narrative:
(B)(4), evaluation: aspiration bottom sensor worn-out from normal use. A correction through a follow-up correction and removal (B)(4) was issued to include installing a new software (v4). The new v4 software released with (B)(4) includes a design improvement for the aspiration bottom sensor. With v4, the cd sapphire will execute sensor checks to determine the status of the sensor and will generate an error message if an issue is detected.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra2 meter has a cracked display. The patient uses oral medication to manage his diabetes. The cracked display issue began on (B)(6) 2010. The patient did not make any alteration to his diabetes managed as a result of the product issue. However, the patient allegedly developed symptom of "shaky" two days after the product issue began. There was no allegation of medical treatment for severe hypoglycemia or hyperglycemia. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the customer care advocate noted that there was no product misuse. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he developed symptom that can be associated with hypoglycemia due to the display issue.